Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, that the customer received with critical pump error. Blood glucose value of the customer is 92 mg/dl at the time of report. Troubleshooting was done for the critical pump error and still customer received a critical pump error image on the pump screen. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit was received with critical pump error and unable to download, problem isolated to electronic assemblies. Unit was received with minor scratches on lcd window.